Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were observed. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While flushing the sheath, bubbles were observed in the flush line and syringe. Bubbles continued with each attempt to flush. The sheath had been prepared per IFU. The sheath was replaced, and the procedure was competed successfully without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed that no outer abnormalities were noted. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the stopcock identified cracks on the top and bottom of the sheath inflow port of the stopcock. Deionized water was injected to confirm leaking from these cracks. Removal of the handle cap to identify the source of the leak revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that air bubbles were observed. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While flushing the sheath, bubbles were observed in the flush line and syringe. Bubbles continued with each attempt to flush. The sheath had been prepared per IFU. The sheath was replaced, and the procedure was competed successfully without patient complications. The device was returned for laboratory analysis.